Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the return fields (tw) in oracle is identified as: lcd pcb, display damaged.

Event description:
Dealer states the unit's screen is broken.